Event description:
It was reported that the patient underwent a routine heart transplant.

Manufacturer narrative:
Incidental findings: examination of the proximal end of the inlet extension revealed a tissue-like deposition adhered to the interior wall of the inlet tube. Manufacturer's investigation conclusion: (B)(4) was returned assembled with the driveline severed approximately 2¿ from the pump housing. A distal section of the driveline with the controller connector measuring approximately 26¿ was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft was returned attached to the outlet elbow which was attached to the pump. The outflow graft bend relief was returned attached to the outflow graft hardware with a bend relief collar present and secured with sutures. The apical sewing ring was returned attached to the inlet tube with sutures and a zip tie present. Evaluation of the pump body upon disassembly revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. Furthermore, the IFU outlines indications of thrombus and how to respond to such events. The IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.